Event description:
A baxter's service technician reported an infusion pump with a 715:00 failure code during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.